Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room. The pacemaker was interrogated and it was found to be exhibiting noise on the right ventricular (rv) lead. The noise resulted in oversensing, pacing inhibition, and asystole greater than 2 seconds. This patient is dependent and was symptomatic. The noise was able to be reproduced with isometrics and a fluoroscopy was performed which did not show any visible damage to the rv lead. The pacemaker was temporarily reprogrammed and a lead revision procedure was scheduled. The rv lead was surgically abandoned and replaced successfully. The cause of the observations was not been conclusively identified. At this time, the pacemaker remains in service. No additional adverse patient effects were reported.